Event description:
Arthrex apollo rf aspirating ablator malfunctioned at beginning of use x 3 handpieces and two power units. Tip of rf wand was showing "flames" shooting out from the sides of the ablator tip when activated during arthroscopic shoulder surgery using saline solution to distend the joint space. I spoke with surgeon who did not feel any pt injury occurred as he stopped using the handpieces immediately before applying rf energy to any joint surfaces. Hand pieces were immediately removed and sequestered for biomed evaluation. Power units were immediately evaluated by biomed engineer tech and both units passed electrical safety checks. All packaging materials were kept with handpieces and lot numbers noted. Handpieces and power units returned to arthrex for evaluation and reporting.